Event description:
A medical doctor reported that he started a vitrectomy procedure with his own settings, but after priming was finished, the memory failed. The settings were changed to that of another surgeon and then returned to the operating surgeon's settings, but all irrigation/aspiration settings had changed from 0mmhg (millimeters of mercury) to 300mmhg. The procedure was able to be completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).